Event description:
Event description guidant received information that this pacemaker was potentially experiencing loss of capture in ddd mode, however there was no loss of capture in vvi mode. Patient was not experiencing any adverse symptoms.